Event description:
My g7 was warming up and it gave me an insulin dose while it was. It sent me into unconsciousness and was unresponsive. Paramedics had to come to my house and do a sugar water IV to wake me back up but I almost died.